Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(6) 2012 with the following findings: the contrast button is intermittently responsive. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display is dim/fading. When replaced with a test screen and functioned properly.

Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up and down. Keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.